Manufacturer narrative:
The reported events of unable to be flushed and the guide wire could not insert were confirmed while the insulation damage and blood in lead were not confirmed. As received, a complete lead was returned in one piece. The lead was evaluated with the guidewire and found restriction/obstruction at adjacent to the distal tip of the lead. Further analysis found the inner coil clogged with fibrous foreign material. The cause of the reported events of unable to be flushed and the guide wire could not insert was isolated to the fibrous foreign material found within the inner coil which could have come from the implant procedure. Visual examination of the lead did not find any insulation anomaly.

Event description:
New information received notes that the left ventricular (lv) lead was not used and an alternate near at hand was implanted instead on (B)(6) 2021. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the physician attempted to implant the lead and when the physician change the stylet, the lead was unable to be flushed. It was suspected that there was blood clot due to possible insulation damage. Procedure results and patient condition was unknown.